Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. This information was initially submitted to philips as a "patient/user harm potential safety event (pse)". However, further clarification was received and it was reported that the patient did not require any emergent treatment as a result of the incident.

Event description:
It was reported to philips that, when connecting the device to the bella vista flow meter of (B)(6), "it is impossible to deny the possibility that a part of the corresponding product was missed and this entered the patient's inside".